Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc trek 2.5x8 balloon catheter referenced is filed under a separate medwatch report number.

Event description:
It was reported that a stent was deployed and post-dilatation was performed with the nc trek 2.5 x 8 mm balloon catheter. Following post-dilatation, the balloon catheter could not be removed from the balance middleweight guide wire. Both the guide wire and balloon were removed simultaneously, as a unit. The procedure was then concluded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficulty was not confirmed due to the condition of the returned device. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.